Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a patient via a company representative on (B)(6) 2015. It was reported that when the patient hit her pump, she heard something pop. A catheter dye study was done and showed a catheter fracture. The pump was turned down and the patient was scheduled for a surgery consult on (B)(6) 2015 as surgical intervention was planned; this was noted to be standard procedure. Per the reporter, the patient thought that she should be treated emergently. The patient status was reported as alive-no injury.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from a consumer receiving fentanyl 600 mcg/ ml at 210.0 mcg/day and bupivacaine 6 mg/ml at 2.1 mg/ day. The indication for use was non-malignant pain. The patient reported that they were going in at the end of september for a pump check myelogram. The patient has been having pain since (B)(6) 2015. The patient remembered that around that time they had a pump injury. The patient had been to the healthcare provider 6 times since then for ¿bolus increases¿ and they had not been effective. In (B)(6) 2015 the patient started to have ¿excruciating pin at the pump site¿. The patient stated that the wall at work had a bumper and they bent down to tie their shoe and when the patient stood up she slid up the wall and the bumper caught the pump and it pulled it down. The patient had contacted the healthcare provider at the time and they said as long the boluses were still going through she was fine. The patient had a refill on (B)(6) 2015. There was no volume discrepancy at the refill. The patient¿s healthcare provider¿s office was closed until tuesday. No diagnostics, cause of the event, interventions or outcome reported. Further follow-up was being conducted to obtain information.